Event description:
It was reported that the hemostatic valve broke. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. During the insertion of the wds the physician felt some resistance. At this time the hemostatic valve knob became detached and fell off of the was. The was and wds were both removed from the patient. The wds was noted to be kinked after it was removed. The physician used a new was and new wds to successfully complete the procedure. A closure device was implanted in the patient and there were no complications that were reported.

Manufacturer narrative:
The returned product consisted of a watchman turseal access system. The device was bloody. Analysis of the tip, sheath and hemostasis valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that the hemostatic valve broke. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. During the insertion of the wds the physician felt some resistance. At this time the hemostatic valve knob became detached and fell off of the was. The was and wds were both removed from the patient. The wds was noted to be kinked after it was removed. The physician used a new was and new wds to successfully complete the procedure. A closure device was implanted in the patient and there were no complications that were reported.